Event description:
It was reported that the right ventricular lead exhibited sensing noise. During the procedure, the physician could not get access on the existing side of the pacemaker. The physician ultimately capped both the chronic leads on the left on 16 mar 2023 and implanted an entirely new system on the right. The patient was in stable condition.